Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care (apoc) was contacted by a customer regarding I-stat b-hcg cartridges that yielded a suspected false positive result on a (B)(6) female patient. The test was repeated on an alternate method and the result was 1.0 based on the information available. There was no additional patient information at the time of this report. (B)(6). Based on the limited data available it was determined that difference could be a sensitivity issue between the I-stat and siemens vista. However, there is not enough information to rule out a malfunction at this time. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 09/07/2017. Retain product was tested and functioning according to specification. Return product was not available.